Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle that there was failure of product to contain blood/ blood splatter or leakage. This occurred twice. The following information was provided by the initial reporter: chamber of flashback needle was found to be leakage during blood collection. Sample chamber shown to be cracked-ding.

Manufacturer narrative:
The following field has been updated with corrected information: it was reported that while using the bd vacutainer® flashback blood collection needle that there was failure of product to contain blood/ blood splatter or leakage. This occurred twice. The following information was provided by the initial reporter: chamber of flashback needle was found to be leakage during blood collection. Sample chamber shown to be cracked-ding. H.6 investigation summary "material #: 301747. Lot/batch #: 2143404. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked hub causing leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked hub causing leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle that there was failure of product to contain blood/ blood splatter or leakage. The following information was provided by the initial reporter: chamber of flashback needle was found to be leakage during blood collection. Sample chamber shown to be cracked-dinged.